Event description:
During the device evaluation, the light guide lens component was found to be scratched on the videoscope. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the likely causes include damage due to wear, deterioration, deformation, or physical stress¿none of which are related to design or manufacturing defects. The most probable cause of this complaint is an expected or random component failure, also unrelated to any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.